Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 31 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. Customer was treated with intravenous fluids of glucose and consumed carbohydrates to address bg. The customer was discharged on (B)(6) 2025 with the issue resolved and no permanent damage. Customer updated their pump settings to address the event.